Event description:
The report received indicated that during a coronary procedure, the balloon would not deflate. The balloon was pulled out from the pt without any injury.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date, the eval has not been completed. Add'l info will be submitted within 30 days upon receipt.